Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5-4mm amplatzer pda occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During implantation, the device was observed to have a bulbous-type deformation and did not assume the intended shape. The device was not released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. Following identification of the deformation, no attempts were made to manipulate the device to restore its shape. The device was retrieved once, and the procedure was subsequently aborted. No replacement device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.